Manufacturer narrative:
Analysis did not confirm the reported premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. Automated testing found no anomalies and the device met all specifications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited premature battery depletion.